Event description:
It was reported that prior to starting a da vinci surgical procedure, the orange protective coating on the distal end of a monopolar curved scissors instrument was damaged. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument tube extension had the pad printing removed. The pad printing removed measured approximately .245 x .346 in area. Failure analysis concluded the damage was likely due to improper cleaning. Additional observation not reported was the tube extension was cracked and not missing any pieces at the proximal clevis interface. The clevis was not dislodged from the tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.